Event description:
It was reported that in (B)(6) 2013, at a different hospital, the patient received a xience prime stent in an unspecified coronary artery. Recently, the patient was diagnosed with interstitial pneumonia and was treated. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, additional information received: it was reported that in (B)(6) 2013 at a different hospital the patient presented with an acute myocardial infarction (mi) and received a 3.0 x 33 mm xience prime stent in the mid left anterior descending artery (lad). There was no pneumonic lesion noted. The patient was monitored for a follow-up. In (B)(6) 2013, when the patient had a medical checkup, ground glass opacity (ggo) was observed on the patient's right lung. From (B)(6) 2013, the patient developed difficulty breathing. On (B)(6), symptom of cough and phlegm were markedly increased. On (B)(6), a chest computed tomography scan was performed. Ggo was observed on his double-lung and a "porus" was observed on his right lung. The patient was transferred to the current hospital for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The stent remains in the patient. In this case, there was no reported product deficiency and the product was not returned. Additionally, hypersensitivity and inflammation, as listed in the xience prime everolius eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.